Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device check. Noise on the atrial lead was found on egms with inappropriate ams and alerts for atrial noise reversions. The lead test results were all within normal limits. The noise was reproducible with upper body movements. The patient was asymptomatic before, during, and after the check. Nothing was done regarding the noise and will continue to monitor.